Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2006 and mesh was used. The patient experienced pain, erosion of her internal bodily tissue and other injuries, and she has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure and mesh was implanted on (B)(6) 2006 in order to treat third degree cystocele, secondary uterine prolapse, genuine stress urinary incontinence, and urethral hypermobility. It was reported that the patient underwent the concurrent procedures of sacrocervicopexy with subtotal abdominal hysterectomy and bilateral salpingo-oophorectomy, anterior colporrhaphy, alloderm regenerative tissue matrix dermal allograft in the anterior compartment, and abdominal enterocele repair. No additional information was provided.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. This is one of two medwatches being submitted. See also medwatch 2210968-2013-04183. The same patient is represented in each medwatch.

Manufacturer narrative:
The patient underwent mesh implantation in order to treat bladder prolapse, uterine prolapse, and incontinence. It was reported that after implantation the patient experienced pain, infection, bleeding and urinary problems. (B)(4). This is one of two medwatches being submitted. See also medwatch 2210968-2013-04183. The same patient is represented in each medwatch.

Manufacturer narrative:
It was reported that following insertion the patient experienced hematuria, frequency and urgency. (B)(4).